Event description:
On (B)(4) 2012 the reporter contacted animas alleging that the up, down, and ok keypad buttons are not responding. The backlight is working. The rubber keypad is reportedly intact. There is no reported adverse event associated with this complaint. This complaint is being reported because the alleged keypad malfunctions remained unresolved.

Manufacturer narrative:
(B)(4) - device evaluation: the insulin pump has been returned and evaluated by product analysis on (B)(4) 2012 with the following findings: on investigation, the keypad was found to be fully intact without peeling or visible damage. The up arrow, down arrow and contrast buttons were intermittently responsive when pressed. The ok keypad button responded normally when pressed. The keypad cover was removed for investigation and revealed contamination under the contacts of all the buttons. Additionally, the down arrow key contact was observed to be misaligned.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.